Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6)2024, the patient's cgm was reading 136 mg/dl, however, the patient stated she was experiencing nausea and felt ¿sick¿. The patient was brought to the emergency room (ER) by her husband. At the ER, the patient's bg meter reading was 400 mg/dl. The patient could not recall the cgm comparison value at this time. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). She was treated with an intravenous (IV) insulin drip and IV fluids. The patient was discharged home 2 days after on (B)(6)2024. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.